Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was implanted successfully. To further reduce mr, a second clip was implanted in a2/p2. However, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr increased to 3-4. Two additional clips were implanted to stabilize the slda clip. Mr was reduced to 1-2+. The patient is stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (prolapsed anterior leaflet and an enlarged left atrium). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.